Event description:
Hypopyon [hypopyon]. Case description: this report was received from an ophthalmologist of a patient who underwent cataract extraction (right eye) and implantation of ceeon lens, model 911a/18 (d). There were no problems during surgery and a follow-up examination the next day, was normal. One week later, patient presented with tearing, foreign body sensation, and blurred vision. Examination of the anterior chamber revealed 2+ cells and flare, 2+ desemets folds and a 2mm hypopyon. Patient was referred to a retinal specialist were not known at the time of the report. Additional information has been requested. See also ceeon lens MFR. Report #2002090302us for another report by the same source. Follow up rec'd 02/2002: the batch records for lot number 641518281 were reviewed and exhibited no deviations regarding sterility test results, or the sterilization process. Based on the results of the investigation, no production-related cause could be identified for this report. Case comment: the symptoms described in the narrative indicate that the pt has an ocular infection. Ocular infection or endophthalmitis is a known postoperative complication of iol implantation. Endophthalmitis can occur in an acute or a chronic form. The acute form generally develops within 2-5 days of surgery and has a fulminant course common etiologic organisms are gram-positive, coagulase-negative micrococci, staphylococcus aureus, streptococus species, and enterococcus species. Chronic endophthalmitis is caused by organisms of low pathogenicity, such as propionibacterium acnes or staphylococcus epidermidis. It typically is diagnosed several weeks or longer after surgery. It is not stated in the report how long after the iol implant the pt developed the reported events. Hypopion is unlisted but endophthalmitis is listed in the cds for ceeon lens.